Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A stapler log investigation revealed the following: the logs show a sureform 30 curved-tip stapler instrument (part #488530-12, lot #u82231102-0016) was installed on the system 4 times and fired 3 blue sureform 30 reloads. On install 1, the system failed to detect the reload color, and the user manually selected the blue sureform 30 reload via the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. On install 2, a blue sureform 30 reload was installed, however no clamping or firing was performed. On installs 3 and 4, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no errors pertaining to the use of this stapler in the logs.

Event description:
It was reported that after a da vinci-assisted bladder augmentation surgical procedure, the patient's stoma bled postoperatively. The sureform 30 curved-tip stapler instrument was used with blue sureform 30 reloads during the procedure. Three days after the procedure, the patient was discharged home with no postoperative complications. A few days after discharge, the patient experienced bleeding from the stoma, where the sureform 30 curved-tip stapler was used. The following information is unknown: the cause of the bleeding, the estimated blood loss associated with the complication, and what specific medical intervention (if any) was required to address the bleeding. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.